Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out of range pacing impedance measurement. Inappropriate ventricular episodes were stored following the high measurement due to the device automatically switching from bipolar configuration to unipolar configuration. Additionally, inappropriate signal artifact monitor (sam) episodes were stored due to myopotential oversensing and electromagnetic interference (emi). The minute ventilation (mv) sensor was disabled due to the second inappropriate sam episode. The mv sensor was programmed off and the lead configuration was reprogrammed to unipolar pacing/bipolar sensing. No adverse patient effects were reported.